Manufacturer narrative:
The cartridge was not returned to the manufacturing site; therefore product testing could not be performed. A photo was provided that highlighted an object inside the eye. It is unknown what the object was or its origin. Without the return, the reported debris/particle and damaged tip could not be verified. Manufacturing records reviews: since the lot number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. As a result of the investigation there is no indication of a product deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the debris was removed by irrigation/aspiration (I/a) and with surgical forceps. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign debris showed that the bulk of the material is consist with polypropylene. The material of the moulded cartridge platinum 1 series that is used in the pcb00v device is polypropylene. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot # and expiration date: unknown. Implant date: not applicable. Explant date: not applicable. (B)(6). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), debris was also inserted with the iol into the patient's eye. This debris came out of the cartridge. After implantation of the iol, the surgeon observed the tip of the cartridge was cracked. Reportedly, there was no patient injury. In follow-up, it was reported that the debris was removed by irrigation/aspiration (I/a) and surgical forceps. The lens remains implanted in the patient's eye.